Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the first gun (elc60) clamped lung but would not cut. The second gun "misfired". The dr opened the pt (thoracotomy) to complete the case.